Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received an urgent low alert from the cgm indicating 56 mg/dl, ingested two glucose tablets, contacted support, and a confirmatory fingerstick measured 84 mg/dl; upon entering the value, the cgm indicated 24 hours remaining to expiration, and the patient elected to replace the sensor, with troubleshooting and education completed regarding urgent low alerts and sensor expiration. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included review of the reported cgm alerts and guidance on sensor replacement timing and glucose confirmation by fingerstick. Investigation of this case revealed no device malfunction and suggested an unclear cause of the reported hypoglycemia alert with successful resolution after oral glucose and continued monitoring. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.